Manufacturer narrative:
(B)(4). The device was manufactured october 23, 2013 - october 25, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the cut in the tubing could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that leak was observed from the upper part of the tubing in a half day infusor. The operator noticed the reported condition as soon as the infusor was taken out of box/package. The infusor was filled with desferrioxamine 1900mg in 47ml sodium chloride 0.9% (non-baxter product). There was no patient/operator injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was available at the plant for evaluation. Visual inspection confirmed the reported leak condition. The leak condition was caused by a surface cut located on the tubing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.